Event description:
It was reported that the sensor stopped working. The patient stated they experienced a critical high alert on her device (no information what the value was) and the dexcom cgm stopped working. The event occurred on (B)(6) 2022, the same day the sensor was inserted into the abdomen. The patient started vomiting and went to the hospital. No information was provided on who took her, or how she arrived at the hospital. The bg finger stick value was 600 mg/dl and she was admitted to the hospital. The patient declined to provide treatment or other event details. At the time of the report, although she remained in the hospital, she was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.